Manufacturer narrative:
(B)(4). The complainant indicated that the device was lost and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 02, 2021 that a hot axios stent was to be implanted transduodenal to the bile duct for bile duct drainage during a hot axios stent placement performed on (B)(6) 2021. During the procedure, the stent first flange failed to deploy. The physician slightly manipulated the stent; however, the first flange opened in an incorrect location. The physician deployed the second flange of the stent inside the patient to facilitate removal of the stent, and the fully deployed stent was removed using forceps. The puncture site was closed with a clip and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.